Manufacturer narrative:
During inspection and testing, the loose instrument channel mount was found to be caused by loose screws inside the control unit. One screw was loose, but attached on the base plate. A second screw was missing and found jammed directly on the image guide bundle, damaging the fibers. The customer's initial report that the metal input part for a biopsy was loose was not confirmed by service. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the metal input part for a biopsy was loose on the subject device. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. The device inspection and testing found the instrument channel mount was loose. This report is being submitted for the malfunction found during the device evaluation (instrument channel mount loose). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 09-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed from evaluation of the device, but a further cause could not be determined. Olympus will continue to monitor field performance for this device.